Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast invasive ductal carcinoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a mentor smooth round moderate plus profile 650cc saline prosthesis experienced right breast invasive ductal carcinoma. Device replacement with a mentor smooth round moderate profile 475cc saline prosthesis was performed on (B)(6) 2020. It is unsure whether the cancer diagnosis occurred prior to device placement, therefore, this event is being conservatively reported.